Event description:
Additional information from the healthcare provider stated the patient passed away due to a heart attack. It was also reported the patient was a chronic smoker and had elevated blood pressures. The caller also stated the coroner did not feel an autopsy was needed and the leads were thought to have remained implanted.

Manufacturer narrative:
Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient died two days after being implanted with trial spinal cord stimulation. The patient was implanted on (B)(6) 2013 with 2 epidural leads and there were no difficulties with the surgery. The patient was receiving "good" coverage. The clinical specialist (cs) called the patient the day after implantation on (B)(6) 2013 around 11:30 am for follow up. The patient's husband told the cs that the patient had been unresponsive responsive that morning and he called emergency medical staff (ems). The patient slowly became responsive with ems. The cs talked with the patient and she indicated that she was "doing fine" and she refused to go to the hospital. After the cs got off the phone with the patient, she called the physician to make him aware of the events. On (B)(6) 2013 it was reported that the patient was awake and responsive at 8:00 am. At 11:00 am the patient had become unresponsive and the patient's husband called the ems again. The ems were unable to revive the patient and she died. It was noted that patient did not have any cardiac devices. There were no known complaints about the stimulation system. The patient was prescribed morphine and possibly percocet. The patient did have a history of angina and an "advanced medical history". It was noted that the doctor's office had worked with the patient to be eligible for a stimulation trial by having her lose weight. About 5 days later it was reported that the cause of death was still unknown. The coroner elected not to perform an autopsy as the circumstances did not warrant further investigation and no death certificate was available. It was noted that the patient was a diabetic and had "additional medical issues". No further information was provided. If more information is made available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).